Event description:
It was reported that post op a lobectomy; the patient had a post op air leak and had to have a drain. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: "what color cartridge was used? Green. Was buttress material used? No. Were there any difficulties during the initial procedures? No. How long post op was the leak identified? A couple days. Is a chest tube routinely used after this procedure? Yes. Did the patient require an extended hospital stay? Yes. Patients preexisting conditions? Don't know. Is the patient expected to have a full recovery? No. How long has the surgeon been using the device? 3-4 years. Has the surgeon been inserviced? Yes."